Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation cause was not established. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the bronchofiberscope to the service center for evaluation related to a separate issue. During testing, the service technician indicated the light guide lens has foreign objects. There was no patient involvement